Event description:
The target lesion in the right coronary artery was dilated with a 2.75mm diameter ptca balloon. An ave 3.0mm x 30mm micro stent ii was inserted into the target vessel but could not be advanced to the lesion. It was attempted to pull the stent delivery system out of the right coronary artery, but the stent got stuck in the proximal portion of the lesion and dislodged from the stent delivery system. The stent was successfully snared from the right coronary artery. Another stent was inserted to the same target vessel but also failed to cross the lesion. The target lesion was treated successfully with ptca with no add'l clinical sequelae.